Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy a system error 2367 alarm (resume error, critical error found) occurred on the homechoice device. This event occurred during dwell three of four. The patient was connected at the time of the alarm. The technical service representative (tsr) had the patient cycle the power on the homechoice to clear the alarm and end therapy. The tsr advised the patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.